Event description:
After a stapler had been fired via an idrivec in a lower anterior resection procedure, it was noted that the staple line opened up due to some underformed staples. The procedure was completed by means of another device.

Manufacturer narrative:
Visual examination of the returned device showed that the knife either did not cut or only partially cut the tissue. It was also apparent that some staples may not have been fully formed. When the device was re-fitted with a new cartridge of staples and fired, it effected proper staple formation and complete transection of the test medium. It is apparent that during the procedure, the pusher did not travel its full length, resulting in the observed event. The root cause of this could not be determined, but the complaint will be monitored.